Event description:
Hill-rom received a report from a hill-rom technician stating a note was left on the bed that said the bed exit alarm does not work. The bed was located at the account in nicu. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventive maintenance on this bed. Based on this info, no further action is required.